Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports, "cath tip is rough and caused bleeding." No further information obtained. No photo available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
This complaint has been evaluated. No photo or samples were received. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No another complaint was received to this lot. The batch record review indicates no discrepancies. Based on the provided information, it is not possible to confirm the issue. This issue will be monitored through the post market product monitoring review process, sop-000741. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.